Event description:
It was reported that the system would not complete boot up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and determined that both the battery on the sram and the motherboard were defective. No conclusion can be drawn as further repair information is not available.